Event description:
It was reported that a spectrum iq pump falsely alarmed downstream occlusion during delivery in the acute care nursing department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, g3, h3, h6, and h11. H11: the device was received for evaluation. During functional testing, an downstream occlusion alarm was not reproduced. The device was tested for downstream occlusion and passed. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration is out of specification. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.